Manufacturer narrative:
The reported event of device deformity could not be confirmed. Two photos were received from the field, which appeared to show the device deploying deformed inside the patient. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 38 mm amplatzer septal occluder (aso) device was chosen for procedure. During procedure, the device was deformed upon delivery. The device was removed from the patient prior to release from the delivery cable. A replacement device, a 34 mm aso, was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse consequences to the patient. No additional information was provided.